Event description:
Customer stated that their meter flashes on and off and that they believe it needs new batteries. During a review of the system, over the phone, the system functioned as it is intended with no battery indicator. The meter, however, would become faint after it would display the reading. The customer was asked to return the meter and a replacement meter was provided. They were invited to call 24/7 with any future questions/concerns.